Manufacturer narrative:
A review of the manufacturing documentation for the ipg, leads and splitters revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing inadequate stimulation due to lead breakage. High impedances on both leads were also noted. The patient underwent an explant procedure. Device malfunction was suspected with the lead.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-70 serial #: (B)(4) description: infinion70 cm lead kit model #: sc-3400-30 serial #: (B)(4) description: infinion splitter 2x8 kit (30 cm) model #: sc-1132 serial #: (B)(4) description: precision spectra implantable pulse generator model #: fb-101-01 lot #: 16847526/16888481 description: fixate tissue band (single pack) model #: sc-4316 lot #: 18001227 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing inadequate stimulation due to lead breakage. High impedances on both leads were also noted. The patient underwent an explant procedure. Device malfunction was suspected with the lead.